Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Infection, psychiatric episodes, sepsis, are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient was brought to the hospital by his wife on (B)(6) 2016 due to changes in his mental status that she felt were getting worse. She stated that since patient's stroke (already reported), he becomes agitated and combative very easily. She stated that he had some suicidal ideation and broke one of his batteries in the past few days and a week prior, had a ventricular assist device (vad) disconnection from power. She felt he was not safe at home so she brought him in. Patient was admitted on (B)(6) 2016 for observation and work up of these complaints. On day of admission, subject underwent computed tomography (CT) scan of the head to ensure there was no new process, and there were no new issues found, only the resolving frontal hemorrhage and encephalomalacia seen at this site as well as atrophy and chronic changes. Patient was admitted for acute delirium and found to be septic (ae 106). Neurology was consulted and thought that perhaps the keppra, started at the time of the stroke, could be causing his neurological and psychological issues, including possible suicidal ideation. Suggestion was made to stop keppra and replacing with lamotrigine. On (B)(6) 2016, keppra was reduced from 1000 mg twice a day (bid) to 500 mg bid and lamotrigine, 25 mg bid was started, with plans to increase gradually while weaning keppra. In addition, haldol, 1 mg as needed (prn) up to 3 times daily was added by the primary team to help with agitation. On (B)(6) 2016, subject tells neurologist he does not have suicidal thoughts, but he did "a couple of months ago." Psychiatry finally saw subject on (B)(6) 2016. He again denied suicidal thoughts. He did admit to depression which he had been treated for pre-vad and required hospitalization after vad. Psych did increase his seroquel to 200mg orally at bedtime. Subject improved and family was comfortable taking him home by (B)(6) 2016. It was further stated that urinalysis was collected on (B)(6) 2016 and was negative, but blood cultures were drawn that day as well which ultimately grew out enterococcus faecalis. Patient reported no pain but stated he had some upset stomach with some nausea lately, but no vomiting. As subject did not appear toxic at admission, no antibiotics were begun until (B)(6) 2016 when preliminary cultures showed enterococcus and vancomycin was then continued daily until sensitivities came back on (B)(6) 2016 and antibiotics were changed from vancomycin to ampicillin, 2 grams every 4 hours. Ventricular assist device (vad) driveline site cultured and continues with ongoing driveline infection with staph epi and corynebacterium, but source of enterococcus infection not known. His confusion improved and he was ready for discharge on (B)(6) 2016 with 2 days of home intravenous (IV) therapy (daptomycin) remaining to be completed. Patient was stated to have been discharged on (B)(6) 2016 and event of unknown infection was stated to have been resolved on (B)(6) 2016. He was discharged home on 200 mg seroquel at bedtime daily, keppra, 500 mg oral bid, and lamotrigine 50 mg oral bid, with plans to continue tapering keppra down and lamotrigine up. He also went home with haldol, 1 mg oral up to three times daily as needed for agitation. Subject continues with ongoing depression complicated by dementia. No additional information available.